Event description:
The patient reportedly moved their arm, felt something pop, and now they are in extreme pain. X-rays were performed which confirmed migration. The transmitter settings were changed, the patient's pain has improved, and therapy has resumed.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not achieving paresthesia on the table, not performing x-rays immediately after the procedure to confirm device placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. However, migration was confirmed via x-ray after the patient moved their arm. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "patients should be instructed to avoid activities that potentially can put undue stress on the device. Activities that include sudden, excessive, or repetitive bending, twisting, bouncing, or stretching can cause the neurostimulator to fracture or migrate." The stimulator is used to treat pain. The cause of the reported issue is due to migration. However, the cause of migration is due to excessive twisting or stretching (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not achieving paresthesia on the table, not performing x-rays immediately after the procedure to confirm device placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. However, migration was confirmed via x-ray after the patient moved their arm. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "patients should be instructed to avoid activities that potentially can put undue stress on the device. Activities that include sudden, excessive, or repetitive bending, twisting, bouncing, or stretching can cause the neurostimulator to fracture or migrate." The stimulator is used to treat pain. The cause of the reported issue is due to migration. However, the cause of migration is due to excessive twisting or stretching (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reportedly moved their arm, felt something pop, and now they are in extreme pain. X-rays were performed which confirmed migration. The transmitter settings were changed, the patient's pain has improved, and therapy has resumed. Additional information was received on november 18, 2024. An explant procedure was performed on (B)(6) 2024, and the patient is doing well.